Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device was getting hot. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the unit reflected heat in the elbow with a reading of 103.2 degrees fahrenheit which is greater than manufacture specification (103.2 degrees fahrenheit ; specified reading is less than or equal to 103 degrees fahrenheit), also the unit reflected heat in the base with a reading of 104.9 degrees fahrenheit which is greater than manufacture specification (104.9 degrees fahrenheit ; specified reading is less than or equal to 103 degrees fahrenheit) and the attachment failed cutter insertion. During repair it was observed that the bearings are worn out showing corrosion which is consistent with creating heat from normal use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.